Manufacturer narrative:
D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld e was discarded, thus no returned product investigation was performed. H6) perforation of vessels is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two (a capped and an active) left ventricular (lv), a right atrial (ra), and a right ventricular (rv) lead due to bacteremia. Spectranetics lld e lead locking devices (lld es) were inserted into each lead to provide traction. Utilizing a spectranetics 14f glidelight laser sheath, the ra and rv leads were removed successfully. Then, switching to the capped lv lead, while pulling traction with the lld e, the lead was removed; however, the patient¿s blood pressure dropped, and pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including a subxiphoid window and drain. The patient remained hemodynamically unstable; therefore, a sternotomy was performed. A coronary sinus (cs) perforation was discovered and repaired, and the remaining active lv lead was removed post-sternotomy. The patient survived the procedure. This report captures the lld e providing traction on the lv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.